Manufacturer narrative:
The device was returned to olympus for inspection and based on the results of the investigation, the probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit may have led to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the bronchovideoscope was found to have a defective substrate, causing snowflakes on the image. There was no patient involvement.